Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that a generator not ready was found when connected via remote desktop. Optic fiber on detector site was green and on paxscan was orange. Representative was unable to link when trying to connect to paxscan. A number 8 was displayed on the paxscan. It was reported that by following paxscan boot process, ias computer was connected to paxscan and the paxscan would boot but would then stop and restart from the beginning. Representative reported that the paxscan was damaged and replacing the part resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during spinal fusion procedure, the pendant generator bar of the imaging system was not booting. The procedure was completed without the use of navigation and imaging. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
The paxscan cpu was returned to the manufacturer for analysis. Analysis found that when the paxscan was installed in an imaging system, the system did not ready. Remote desktop indicated that the generator did not ready. An amber light was displayed for fiber on paxscan and ethernet connection could not be established. Analysis found that the reported event was related to a electrical issue.